Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR: 1018233-2013-02066. Complaint number (B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforation or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary incontinence, mixed incontinence, urinary tract infection, vaginal infection, bacterial vaginosis (bacterial infection), urgency urinary incontinence (urinary urgency), stress urinary incontinence, bladder infections (infection), pain, tugging sensation when voids/can't stop stream, leakage, nocturia, sensation of bulging/protrusion from vaginal area/feels pressure in vagina, rectal masses, blood in urine (hematuria), urge incontinence, incontinence, pelvic floor dysfunction, over active bladder, fluid in vagina, refractory urinary incontinence, frequency, hernia repair, and required nonsurgical interventions.